Event description:
It was reported that during an unknown procedure, the tissue pad fell off. The fallen piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade scratched and cracked, tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, the hand activation contacts were damaged. The device was connected to a test hand piece with difficulty. During mechanical testing the rotation knob did not rotate freely. During functional testing on gen11 an alert screen was displayed. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. This could have resulted in an alert screen or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during assembly with instrument, the hand activation contacts can be damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. A probable cause for tissue pad detached is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The cleaning of the pad, not in accordance with the IFU, can also result t in removal of the pad during use.